Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported via the manufacturer¿s representative (rep) that the implantable neurostimulator (ins) hadn¿t provided stimulation since implant. It was noted the trial went well. The rep. Tried to get a hold of the consumer, but hadn¿t been able to reach them. Additional information received from the consumer via the manufacturer¿s representative (rep) reported they hadn¿t used or recharged their device in approximately three years due to lack of efficacy so it became overdischarged. The rep. Met with the consumer for reprogramming and to provide education on recharging but they were unable to interrogate the device with the programmer. An attempt was made to use the recharger unit, but it wouldn¿t turn on because it was depleted because the consumer never recharged it. The consumer was missing the wall plug so they were having a new one sent to them so they could recharge their unit. The rep. Was planning on meeting with the consumer again on (B)(6) 2016 to attempt a power on reset (por). If the implantable neurostimulator (ins) was able to charge fully the rep. Was going to attempt reprogramming to provide pain relief. The issue was not currently resolved. The consumer reported that they were at a MRI facility trying to get an MRI for their lower back pain and hip which was what they were implanted for. It was reported that the device never worked for pain and it had never been on. When asked if the back and hip pain was related to the device, the patient reported no as the device had been off and had never been on. Relevant medical history includes failed back surgery syndrome and spinal pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger.

Event description:
Additional information was received from the patient on 2017-06-02. The patient reported that a manufacturer¿s representative (rep) tried several times to reprogram the device so that pain management was received. The patient reported that they could never get it to work in the needed areas; only around them. The patient reported that it was always very hard to find the area needed to recharge the device. The patient reported that it still did not work and it was very frustrating and a waste of money. No further complications were reported.